Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The issue reported by the customer could not be duplicated. Fsr calibrated the unit and was working to manufacturing specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.